Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca) extending to the distal rca. A 2.25mmx15mm non-bsc balloon catheter was used to pre-dilate the target lesion at 16atms several times. A 2.50x12mm promus element plus stent delivery system was attempted to cross the lesion at the distal rca; however, it was unable to cross the distal area of the mid rca. They performed buddywire and anchor technique with a balloon, but they were still unable to cross. When the promus element plus was removed, they found the distal section of the device was "lifted." Additional dilatation was performed using a non-bsc balloon catheter inflated several times at 20atms. A 2.5x20mm promus element plus stent delivery system was then advanced to the distal rca successfully. The procedure was completed. No complications were noted and patient's status was good.

Manufacturer narrative:
Age at the time of event: over 18 years. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).